Event description:
It was reported that the patient was admitted on (B)(6) 2022 for their left ventricular assist device (lvad) implant that occurred on (B)(6) 2022. The patient had remained hospitalized for profound blood loss in the operating room, multi-system organ failure, infection, perfusion injuries, right ventricular failure, and gastrointestinal bleeding. They were put on temporary right ventricular assist support until (B)(6) 2022. Respiratory failure and infection were noted, with the patient having fungemia, bacteremia, and multi drug resistant organism (mdro) pneumonia. The prolonged hospital stay was due to the patient's profound blood loss during implant and rv failure requiring inotropic support, as well as inability to wean off ventilator support and end stage renal failure, for which the patient was placed on continuous veno-venous hemofiltration (cvvh) and then dialysis. Their gastrointestinal bleed was treated with a hemoclip on (B)(6) 2022 and on (B)(6) 2022, and this treatment resolved the bleeding. On (B)(6) 2022, an echocardiogram was performed and revealed a small thrombus in the inflow canula. Their lactose dehydrogenase was stable but low flow alarms had occurred. The plan was for the patient to remain in the hospital.

Manufacturer narrative:
Adverse event code: (B)(4). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
This event was determined to be additional information to MFR# 2916596-2022-10944. The investigation findings will be submitted under MFR# 2916596-2022-10944.